Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was broken and could not close. Customer reported being able to push back the rail on the right side and shut the drawer. The drawer was opened and closed several times without any issues, though the right rail requires oil or grease before the ball bearings come out. The cable at the back for auxiliary drawer 3 was reset because auxiliary 3.2 row b was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 1.1 rails were bad. A field service engineer cleaned and reworked both 1.1 and 1.2 rails to resolve the issue. The system functioned as intended after the field service engineer repaired the device.